Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since last thursday and friday they've felt an unusual sensation all around their pelvis and it was just very painful and when they stand up or sit down it felt like there was a jolt of lightning going down their leg and it was strong enough sometimes that their leg would buckle and they fell over. The patient added they've never had anything like this before and they think probably it's related to the surgery. The patient said they called manufacturer representative on friday and they were told it had nothing to do with their surgery and if they're having trouble they could turn the intensity down. They've already turned it down to 1.5 and they're still having the same sensation, on saturday they even turned it all the way off for about 8 hours and the sensation persisted. They said they're okay for a while and then it'll just jolt. The patient wondered if it could be possible it might have moved closer to the nerve. Reviewed stimulation expectations. Redirected to hcp to further address the issue.

Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.